Manufacturer narrative:
(B)(4) . Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4) .

Event description:
The patient has a system for off-label use. Device 1 of 2. Reference MFR report #: 3006705815-2016-00442. It was reported the patient experienced irritation at the lead site due to one of the pns leads being superficial. As a result, the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the lead was buried deeper. The issue was resolved.